Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invading the device in the biopsy channel, which led to abnormality of electronic parts. The event can be detected by following the instructions for use (IFU) section: inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state: when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. Due to damage on charged coupled device (ccd) unit, a noise image occurs with an occasional black and white screen displayed. Additional device evaluation findings were as follows: due to a pinhole on channel tube, water tightness is lost, due to damage on switch box, switch 2 did not work, due to damage, switch 1 and 3 did not work. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope freeze button fails, the image will be black and white and the object could not be recognized. The issue was observed during preparation for use on a diagnostic (tracheoscopy) procedure. The procedure was completed with a similar device with no delays, and no patient harm was associated with this event.